Manufacturer narrative:
The device was received for evaluation. During functional testing the reported problem of "blank screen" was reproduced as a half of the screen being blank. During evaluation the device was found to have low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported condition was verified. The cause of the half screen being blank was a failed display. The cause of the low audio was identified to be detached speaker.the display and rear case require replacement to correction this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen during unspecified process step. There was no patient involvement. No additional information is available.